Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch (mw5083871) received via us mail from FDA. Information provided as follows: I have a t-slim which I've had for around 4 years. I get false occlusion alarms almost every day. Sometimes 5-6 times a day which has caused hospitalization from ketoacidosis and is potentially life threatening when I'm not in an area where I can immediately change all my supplies. I had a medtronic insulin pump prior to the t-slim and never had this issue; I've been diabetic for 20 years. During the process I have wasted reservoirs, sites and expensive insulin more times than I can count and very recently needed assistance from my endocrinologist to rectify a blood glucose of 600 with large ketones after the pump failed. This took approximately 48 hours to fix. I feel tandem should be held accountable for this issue as it poses a serious risk to type 2 diabetics replying on the insulin pump.